Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the pt is experiencing pouch dilatation. The band remains implanted at this time.

Manufacturer narrative:
Info anticipated, but unavailable at this time.